Event description:
There was an allegation of questionable results using the eplex blood culture identification gram negative (bcid-gn) panel for 1 patient on an eplex system. The sample was reported as reactive for both escherichia coli and the ndm resistance gene. Subsequent susceptibility testing on 30-mar-2025 did not correlate with the eplex result. On 30-mar-2025, the sample was retested four times, and escherichia coli was detected, but the ndm resistance gene was not detected. The culture and susceptibility tests matched the repeated eplex results that indicated the absence of the ndm resistance gene.

Manufacturer narrative:
The eplex base analyzer serial number was (B)(6). No analyzer malfunction was observed, and the eplex instrument was working within design specifications. An internal review of qc release data for the affected consumable lot confirmed that the consumable lot successfully met the established qc release specifications. The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Sample material from the patient was received for further investigation. The received sample was lysed due to age. The blood culture sample was tested in duplicate on the same lot of the bcid-gn panel, which resulted in the detection of only the escherichia coli target. The sample was cultured, and a single colony was observed. Multiple colony suspensions were made and tested on the bcid-gn assay, which detected escherichia coli only. The sample was then replated and recultured. No colonies were observed. Gdna wgs sequencing was performed from the whole blood (lysed) patient sample, and an uncommon mutation was found in the uida gene throughout its sequence. The reverse primer binding site for the assay amplicon region demonstrated a rare, yet unremarkable, mismatch at the 6th base from 5¿ end. Blast results were unable to find an exact match to the reverse primer binding site sequence, suggesting a novel strain or an unlikely consistent sequencing error. Per the bcid-gn assay package insert: "the antimicrobial resistance gene detected may or may not be associated with the agent responsible for the disease". The investigation was unable to determine the specific root cause of the event; however, the issue appears to be sample-specific. Based on internal testing, current available data, and provided information, no product quality issue was suspected.